Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) has a black screen. The customer was sent a replacement main board, which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. : device sent to nkc.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a black screen.